Event description:
It was reported that during a pulse field ablation procedure, a foreign object was noted on or near a non-medtronic catheter in the left atrium during post-mapping after an atrial fibrillation ablation using the pulse select catheter, as observed by intracardiac echocardiography (ice) imaging. The sheath and catheter were pulled back into the right atrium and then removed from the patient's body, with no evidence of any foreign material left behind in the patient according to ice and fluoroscopy imaging. Upon inspection after removal, a clear, thin, and long piece of plastic or stretchy material was found. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.